Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the missed refill was the hcp office did not receive a post-operative telemetry report when the pump was replaced. The patient was made an emergency appointment on (B)(6) 2017 at 8:30 am and the pump was refilled. The empty pump has been resolved. Regarding the patient¿s weight at the time of the event it was noted: the patient was wheelchair bound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 537 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2017. It was reported the patient missed a refill. An alarm was heard and was due to an empty pump. No symptoms were reported. No further complications were reported.